Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has a single lead ICD and presented for a routine follow-up. There was failure to capture and the sensing and impedance has been increasing. The patient condition is stable. Device and lead remains implanted.

Event description:
New information notes that on (B)(6) 2019, the patient was scheduled for an upgrade from a single chamber ICD to a dual chamber ICD and lead extraction/replacement. The device and lead were successfully explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported field event of no capture was not confirmed in the laboratory. The device was tested using automated testing equipment, and no anomalies were found. The cause of the reported event could not be determined.